Event description:
Index procedure was prompted by acute myocardial infarction. During index procedure, an endeavor sprint drug eluting stent was implanted in the lad along with a non-mdt. Approximately 10 months post index patient suffered old lacunar infarction (stroke) and was treated with medication. Patient recovered. Investigator assessed that the event is not related to the study device.